Event description:
The customer reported that after pipetting an hbsag plate on the summit the technician noticed that no sample was pipetted into well a11. No error was generated by the summit. No death or serious injury was associated with this incident.